Manufacturer narrative:
Other, other text: this MDR was generated under (B)(4), as a result of warning letter (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One sample was received and visually inspected under normal conditions of illumination finding no issues. Functional testing was performed by using a syringe to infuse water into the bag finding a leakage was detected in one of the top corners of the bag. The reported failure could be duplicated. During manufacturing, two different leak tests are performed to detect for leakage. The most likely root cause of the reported failure was due to manufacturing. Corrective actions have been taken to address the reported failure.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd-cassette reservoirs was found leaking inside the cassette. No adverse effects were reported.